Event description:
It was reported that during a percutaneous coronary intervention, the balloon catheter became stuck on the guide wire. The 100% stenosed lesion was located in a severely tortuous right coronary artery. A non bsc guide wire and 2.50x20mm apex balloon were advanced to the lesion and positioned proximal to the lesion. When the physician attempted to cross the lesion with the guide wire, it would not cross the lesion. The physician wanted to leave the apex balloon in place and remove the guide wire, but felt strong resistance when removing the wire and ultimately, the guidewire and the balloon were removed together. The procedure was completed with 3.0x33mm non bsc stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint incident. Returned product consisted of apex over-the-wire (otw) balloon catheter with no other devices. It was noted during unpackaging that blood was present on the outer and inner surfaces of the device. A guidewire was not received with the returned device, which seems to contradict the reported information because the apex device and the guidewire were reportedly removed "as one single unit". Visual inspection of the shaft revealed gradual, wavy bends in the inner shaft throughout the length of the device. There were no gross kinks or other anomalies. Microscopic examination of the distal end of the device presented damage to the inner shaft adjacent to the distal edge of the proximal marker band. Microscopic examination of the inner shaft in the area of the damage revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damage. Because the reported event involved difficulty withdrawing a guidewire from the lumen of the complaint device, functional testing was attempted to assess guidewire passage through the apex catheter. A new 0.014" guidewire was back-loaded through the distal tip without difficulty, but the proximal end of the wire would not advance beyond the location of the damage at the distal edge of the proximal marker band. The guidewire was withdrawn from the distal end of the catheter and fed through the wire port at the proximal end of the catheter, leading with the distal end of the wire. Resistance was encountered near the distal end of the apex device and the wire would not pass further than approximately 111 cm from the distal edge of the strain relief at the proximal end of the catheter. The catheter shaft was microscopically examined in the area of the lumen resistance, which revealed the presence of a dark material, believed to be dried and/or partially dried blood, in the lumen of the inner shaft. The device was soaked for approximately 4 hours in a bath of 37 degrees celsius circulating water in an attempt to loosen and dislodge the blood from the lumen of the device. Despite soaking, it was still not possible to advance the guidewire beyond approximately 119 cm from the strain relief. Re-inspection of the inner shaft in the area of lumen resistance confirmed that a considerable amount of blood or other residual fluids from the procedure were still present in the lumen of the inner shaft. Outer shaft diameter measurement and visual inspection presented no evidence of any stretching or focal necking of the inner shaft. In summary, dimensional and functional testing of the returned catheter presented no evidence of any non-conformances. The damage to the inner shaft is consistent with guidewire interference during loading and the waviness in the inner shaft may be due to tensile force from guidewire withdrawal. In the absence of any evidence of anomalies related to the inner shaft, it is considered likely that the inability to advance the guidewire completely through the catheter during functional testing was due to the presence of dried blood and/or other residual fluids from the procedure. A review of manufacturing records found that the device met material, assembly and product specifications. A review of all information available for consideration at the time of this investigation was insufficient to confirm the reported event and determine a definitive root cause. Because there is no evidence of any specification non-conformances related to the complaint device, the most probable root cause is considered operational context. It is considered likely that the device met specification, but performance was limited by interaction with other devices, interaction with patient anatomy or other procedural factors. (B)(4).